Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an ¿angle down.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle due to insufficient cleaning or handling of the scope. It was observed that the abnormal sounds were coming from the right and left knob due to damage on the body control unit. It was also observed that the adhesive on the bending section cover had a chip due to deterioration caused by chemical or physical stress. It was observed that the objective lens had a crack due to a handling issue. It was also observed that the adhesive around the objective lens was peeled. Lastly, scratches were observed on the lock engagement lever and the right and left knob due to physical stress caused by handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the customer delay¿s the start of precleaning on the equipment after use. It was unknown if the customer supplies air and water through the nozzle during the precleaning process. It was unknown if the customer wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. Olympus will continue to monitor field performance for this device.